Event description:
On 7/10/2024 a facility notification regarding the pmcf study was received via email. The facility representative reported that a patient with a pushlock anchor experienced a retear, leading to failure of fixation. Revision surgery was performed as an additional treatment. Surgery was performed to repair a biceps tendon lesion. The physician did not disclose the dates for either surgery. No further information was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is a patient-specific event.